Manufacturer narrative:
(B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump.

Event description:
The chemotherapy clinic's policy is to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no patient injury. Additional information was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Event description:
It was reported that a spectrum pump underinfused during an infusion of fluderabine with a rate of 900 ml/hr (vtbi unk). It was reported that the infusion was programmed to last 70 minutes infusing the entire bag and when the infusion ended 109 ml remained in the bag. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.